Event description:
The customer reported that while the iabp was in use on a patient, the iabp generated a "blood detected" alarm. The customer found no blood int he tubing and rebooted the iabp. Then the iabp generated an "autofill failure" alarm. The customer rebooted the iabp again and the iabp generated a "maintenance required code #3" (balloon transducer offset failure) alarm. The patient was switched to another iabp and therapy was continued. No patient injury was reported.

Manufacturer narrative:
Service on the device was performed by the customer. Evaluation results are not available. (B)(4).